Event description:
(B)(6) 2019 mpxr-659698 (hcp, rep) information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1025 mcg/day via an implanted pump for intractable spasticity and head/brain injury. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. The patient came in for a pump refill on (B)(6) 2019. The expected residual volume was 3.7 ml; actual residual volume was 7.0 ml. Log interrogation reviewed at that time: motor stall occurred (B)(6) 2019 at 1023 and recovered (B)(6) 2019 at 1028; stalled (B)(6)2019 at 2024 and recovered (B)(6) 2019 at 2211; stalled (B)(6) 2019 at 1213 and recovered (B)(6)2019 at 1220. There were no environmental/external patient factors that may have led or contributed to the issue. No new equipment was added to his assistance devices including a wheelchair, electronic equipment/computer he used to communicate. At this time, the plan was to continue to observe the patient. His next refill date would be (B)(6)2019 and plan of care was to continue to observe the pump status. The issue was not resolved at the time of this report. The patient¿s other medications included: fenofibric acid, ritalin, celexa, ranitidine ,senna, acidophilus, seroquil, oral baclofen prn, bactrian ds. Alarms were never heard by the patient¿s mom (primary caregiver) and patient never exhibited signs or symptoms of baclofen withdrawal as longest stall period lasted less than two hours. Surgical intervention was planned, but had not been scheduled. It was noted the date of explant was unknown and the pump would be returned. The patient¿s weight at the time of the event was 190 pounds and medical history included: traumatic brain injury, celiac disease, impaired cognition, sleep apnea, dysarthria, spasticity, reflux, constipation, depression. The patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected. (B)(6) 2019 mpxr-659698.1 (hcp, rep) additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient passed away the morning of (B)(6) 2019 at 0500 after his heart stopped. The managing rehabilitation physician did not feel the intrathecal baclofen pump was a contributing factor so no interrogation or troubleshooting was requested at this time. No further complications were reported/anticipated or expected. (B)(6) 2019 e1 (hcp, rep) additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump would not be explanted. In regard to the patient¿s mother not being able to hear the alarm, it was noted the patient did not live at home and none of his staff claim havingheard any alarms. The cause of the motor stalls was never determined.

Manufacturer narrative:
Per the information received on (B)(6) 2019, this event is no longer considered a serious injury as it was indicated the pump would not be explanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump would not be explanted. In regard to the patient¿s mother not being able to hear the alarm, it was noted the patient did not live at home and none of his staff claim having heard any alarms. The cause of the motor stalls was never determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient passed away the morning of (B)(6) 2019 at 0500 after his heart stopped. The managing rehabilitation physician did not feel the intrathecal baclofen pump was a contributing factor so no interrogation or troubleshooting was requested at this time. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1025 mcg/day via an implanted pump for intractable spasticity and head/brain injury. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. The patient came in for a pump refill on (B)(6) 2019. The expected residual volume was 3.7 ml; actual residual volume was 7.0 ml. Log interrogation reviewed at that time: motor stall occurred (B)(6) 2019 at 1023 and recovered (B)(6) 2019 at 1028; stalled (B)(6) 2019 at 2024 and recovered (B)(6) 2019 at 2211; stalled (B)(6) 2019 at 1213 and recovered (B)(6) 2019 at 1220. There were no environmental/external patient factors that may have led or contributed to the issue. No new equipment was added to his assistance devices including a wheelchair, electronic equipment/computer he used to communicate. At this time, the plan was to continue to observe the patient. His next refill date would be (B)(6) 2019 and plan of care was to continue to observe the pump status. The issue was not resolved at the time of this report. The patient¿s other medications included: fenofibric acid, ritalin, celexa, ranitidine, senna, acidophilus, seroquel, oral baclofen prn, bactrian ds. Alarms were never heard by the patient¿s mom (primary caregiver) and patient never exhibited signs or symptoms of baclofen withdrawal as longest stall period lasted less than two hours. Surgical intervention was planned, but had not been scheduled. It was noted the date of explant was unknown and the pump would be returned. The patient¿s weight at the time of the event was 190 pounds and medical history included: traumatic brain injury, celiac disease, impaired cognition, sleep apnea, dysarthria, spasticity, reflux, constipation, depression. The patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.